Event description:
While trying to remove the nail, it was noticed the screw was fractured and could not be removed.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was invalid. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation can be reopened.